Event description:
It was reported that the patient presented with phrenic nerve stimulation (pns). Lead damage was suspected on the right ventricular (rv) lead, so it was explanted and replaced. The patient was stable after the procedure and there were no adverse consequences.

Manufacturer narrative:
Analysis of the lead did not identify any physical or electrical malfunctions or anomalies that would have resulted in the reported event of phrenic stimulation. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead integrity was intact.